Manufacturer narrative:
After internal review on (B)(6) 2026, d4 primary UDI was corrected.

Manufacturer narrative:
After internal review on 22apr2026, device information d2a, d4 catalog #, and d4 model # were corrected.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) levels increased to 30 mmol/l (540 mg/dl) after approximately 49-71 hours of pod wear on the abdomen. The patient sought medical attention on (B)(6) 2026, stating that the pod ¿did not work.¿ reported symptoms included dry mouth, nausea, difficulty walking and talking, and vertigo. Ketone levels were measured at 0.6 mmol/l, and a finger-stick test confirmed a bg level of 28 mmol/l (504 mg/dl) at the hospital. According to the patient, a nurse examined the pod and found no issues with the adhesive, cannula position, or evidence of insulin leakage. Upon removal, the cannula was visible and described as slightly bent, though it had been inserted during wear. The pod adhesive was reported as secure, and no alarms or error messages occurred. The system had been in automated mode prior to the event. During the hospital evaluation, the physician applied a new pod, provided hydration (not intravenously), and confirmed that the patient¿s insulin settings were appropriate. The patient also self-administered 8 units of humalog/liprolog via insulin pen while at the hospital. The visit lasted approximately three hours, and the diagnosis provided was hyperglycemia.